Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen intermittently becomes frozen and the customer has to press buttons multiple times for the pump to respond. Troubleshooting with tandem technical support was performed and touchscreen was functioning as intended. In addition, customer reported that the wake button has been becoming stuck down causing the customer to momentarily not be able to access the pump. Troubleshooting for the wake button was performed and the wake button was functioning as intended. Customer's blood glucose level was not impacted.